Manufacturer narrative:
The received device had the cannula assembly fully deployed. The cannula measured the correct full length according to specification. Further inspection of the cannula assembly did not find it kinked, but a leak was observed within the exposed portion of the soft cannula. It could not be determined when the damage occurred or if it affected the pod¿s ability to deliver insulin when the device was worn. It also could not be conclusively determined if the cannula was dislodged from the infusion site. An 0x69 occlusion alarm was generated by the pod. The exact cause of the alarm could not be determined from the investigation. Finally, the bottom and middle battery voltages were low; 1.08 v and 1.10 v respectively. It could not be determined if this affected the pod's ability to deliver insulin, or if this was at all related to the pod's alarm.

Manufacturer narrative:
The device was returned for evaluation but not yet evaluated. The user reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / page 34; warnings: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged. If you observe blood in the cannula, check your blood glucose frequently to ensure that insulin delivery has not been affected. If you experience unexpectedly elevated blood glucose levels, change your pod. Checking your blood glucose: chapter 4 / page 36; warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose levels exceeded 250 mg/dl while wearing the pod for more than 48 hours. When he removed the pod he saw that the cannula was dislodged from the infusion site (leg).